Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that an alert posted to the latitude website, for this subcutaneous implantable cardioverter defibrillator (s-ICD) device with a premature battery depletion. A technical service (ts) consultant reviewed device disk analysis, and confirmed device power consumption is increasing. A revision procedure will be scheduled in the near future. No adverse patient effects were reported.